Event description:
It was reported by the customer that a pyxis medstation es system unable to return pca key back to stock, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to return pca key back to stock due to software issue. A technical support specialist unloading and loading back of the pca key into the 2i- pacu pyxis pocket to resolve the issue. The system functioned as intended after the technical support service troubleshooted the device.